Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio2 3.3, lab 5.1. Time between test 15 minutes; therapeutic range: 3.0-3.5.